Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 27may2019. A touchscreen was return for analysis. A visual inspection of the touch screen assembly revealed ink mark center of screen, bottom. The returned touch screen assembly was installed into the failure investigation (fi) test ventilator and on initial testing in an attempt to duplicate the reported problem the touchscreen did not pass the screen calibration. Touchscreen was removed and cleaned then reinstalled in the fi ventilator and attempted to calibrate the touchscreen this test the touchscreen did not pass the screen calibration. The touchscreen was removed from the fi ventilator the fi technician performed resistance measurements on the touchscreen and several points were out of specification. The customer complaint of ¿touch screen calibration¿ was duplicated. Touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/05/2019. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the touchscreen to resolve the reported issue. The unit passed all testing and was ready for clinical use.

Event description:
The customer reported the unit will not calibrate the touch glass. There was no patient or user harm reported. The event date was not specified; estimate used.